Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had a loss of a/c power without any warning and shutdown. The customer attempted to reboot the iabp several times before it finally turned back on. Patient therapy was resumed on the iabp; however, the customer brought in another pump and transitioned the patient for therapy. The failure was documented, the pump was tagged and held in the biomedical engineer department for further evaluation. There was no patient harm or adverse event reported. It was later reported (via medwatch uf/importer report# (B)(6)) that during use, the iabp abruptly shutdown completely and the display screen went blank. During the event, the iabp was operating on ac power with no battery power operation indicated. The user immediately rebooted the iabp to normal operation and exchanged the unit with an additional back up unit. The initial iabp was sent to the perfusionist office and the manufacturer was contacted for emergency service. After the event, the biomedical turned the iabp on battery power and observed full battery, post completion. This report is for the 1st iabp used in this event.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had a loss of a/c power without any warning and shutdown. The customer attempted to reboot the iabp several times before it finally turned back on. Patient therapy was resumed on the iabp; however, the customer brought in another pump and transitioned the patient for therapy. The failure was documented, the pump was tagged and held in the biomedical engineer department for further evaluation. There was no patient harm or adverse event reported. It was later reported (via medwatch uf/importer report# (B)(4)) that during use, the iabp abruptly shutdown completely and the display screen went blank. During the event, the iabp was operating on ac power with no battery power operation indicated. The user immediately rebooted the iabp to normal operation and exchanged the unit with an additional back up unit. The initial iabp was sent to the perfusionist office and the manufacturer was contacted for emergency service. After the event, the biomedical turned the iabp on battery power and observed full battery, post completion. This report is for the 1st iabp used in this event.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and found that the batteries would not last their full runtime. The stm replaced the batteries and performed preventive maintenance and tested the iabp. The iabp worked to specification and was returned to the customer for clinical use. Device codes should read unexpected shutdown. Evaluation conclusion codes should read cause traced to component failure.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had a loss of a/c power without any warning and shutdown. The customer attempted to reboot the iabp several times before it finally turned back on. Patient therapy was resumed on the iabp but the customer found another and the patient was transitioned to it. No patient harm, serious injury or adverse event was reported.